Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heart start xl was unable to change the rate of the transcutaneous pacing. There was no pt involvement.